Event description:
It was reported via repair work order that the patient-left siderail would not latch properly due to a damaged latch handle. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.